Manufacturer narrative:
H.5 and h.8 revised as previously entered incorrectly.

Manufacturer narrative:
The investigation has been complete. Ltlog and rtlog data do not show any anomalies during support. There were no alarms and no issues that would suggest equipment failure. Additional ltlog and rtlog data did not provide sufficient evidence to suspect the console as the cause of alarms. Console was tested, and found to be operating within specification. The cause of positioning alarms on was not determined, but could have been related to patient condition. D2 common device name updated. G1 reporting contact email updated.

Event description:
The user facility reported a 68-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was on impella cp support and was being transferred. During transport, the patient was requiring increasing numbers of drugs to support blood pressure. When the impella was switched to the new automated impella controller (aic), the patient arrested, coded for 30 minutes and expired. The relationship between the cause of death and switching of the aic's is unknown.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.